Event description:
The physician attempted an anteriotomy closure with a perclose ak. The device was unsuccessful in achieving hemostasis. However, hemostasis was achieved with a second device. There was no adverse event, pt injury, or death.